Manufacturer narrative:
A ge oec svc rep investigated the issue and replaced the sys cpu and reset the bios to restore functionality. The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect resulted because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys would not boot up.